Manufacturer narrative:
As reported, during procedure it was noticed that that the inner packaging of the 3dmax light mesh was not properly sealed. Video provided shows there is some discoloration present on the manufacturing seal, there does not appear to be a breach of the sterile barrier. Evaluation of the returned sample found there is visible discoloration on the manufacturing seal of the tyvek pouch. Inspection found the seal is intact and well formed. There is no breach of the seal or damage to the pouch. The ¿discoloration¿ or ¿darker¿ areas in the seal occur to the tyvek layer during the heat-sealing process. Tyvek is made from hdpe fibers and is white in color. When heat is applied to seal the tyvek to the poly (clear side of the pouch), there can be some clarification of the tyvek. This is a part of the sealing process, validation and design validation and validated as acceptable. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure it was noticed that that the inner packaging of the 3dmax light mesh was not properly sealed. It was reported that the mesh was not used, and another mesh was used to complete the procedure. As reported the outer packaging was intact, and the inner packaging was not fully sealed before opening. There was no patient injury.